Event description:
It was reported a death occurred. A left atrial appendage (laa) closure procedure was being performed. Three watchman laa closure device and delivery systems were used. They could not implant any of the closure devices because none of them met the release criteria; therefore, they ended the procedure. After each recapture, they performed an effusion sweep and did not see any effusions or perforation. The physician reversed the heparin with protamine. The patient was then extubated and went to the post anesthesia care unit. The patient's lab values were in normal range. The patient was then transferred to the floor an hour later. Three hours post procedure, the patient became short of breath and unresponsive with cardiac arrest. The patient experienced pulseless rhythm. Rapid response was called to her room and they did chest compressions. The physician suspected a pericardial effusion, so a pericardiocentesis was attempted. They were able to draw some fluid off the heart, but they were not sure if they were in the right place since it was not guided by echocardiogram or fluoroscopy. Fifteen minutes after the patient became short of breath, they passed away. Post imaging confirmed there was no pericardial effusion.